Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip clip delivery system (x2), implanted mitraclip (x2). The steerable guide catheter was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for postprocedure bleeding at the femoral access site, requiring manual compression and a vessel closure device. It was reported that on (B)(6) 2016, the patient with functional mitral regurgitation, underwent a procedure with implantation of two mitraclips, reducing the mitral regurgitation from grade 4+ to mild. Post procedure, the patient experienced bleeding from the femoral access site. Manual compression was applied and a non-abbott vessel closure device was required. The access site bleeding resolved one day post procedure. The patient was discharged to home on (B)(6) 2016. There was no reported device malfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported hemorrhage in this incident; however, the reported additional therapy/non-surgical treatments of manual compression, additional closure device, and medication were related to the hemorrhage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of hemorrhage (bleeding), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. (B)(4).

Event description:
Medication was administered as treatment of access site bleeding, in addition to manual compression and a vessel closure device. No additional information was provided.